Event description:
The pt reported experiencing low blood glucose (value not provided) in 2009, and she was admitted to the hospital. She was released from the hospital 4 days later. In the next day, her blood glucose elevated to approx 700 mg/dl and she was again admitted to the hospital. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.